Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9210511. Medical device expiration date: n/a. Device manufacture date: 2019-09-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck before the injection. Lot#'s 9210511 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the hub before injection, 2-3 boxes of the same product (328512). Lot numbers for previous boxes are not available."

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck before the injection. Lot#'s 9210511 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the hub before injection, 2-3 boxes of the same product (328512). Lot numbers for previous boxes are not available."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned (1) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9210511. Customer states that the needle hub separates. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837337] noted that did not pertain to the complaint. There was one (1) notification [200837775] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 20 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9210511. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837337] noted that did not pertain to the complaint. There was one (1) notification [200837775] noted for out of spec shield pull.

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use and remained stuck before the injection. Lot#'s 9210511 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported needle hub separated and stayed inside of the hub before injection, 2-3 boxes of the same product (328512). Lot numbers for previous boxes are not available."